Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was discovered prior to patient use. The device was filled with fluorouracil hs (ebewe) 3420mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address - (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between july 25, 2023 - july 26, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a leak inside the bag that contained the infusor device. The photograph also showed a leak was coming from the junction between the tubing and the stress member located at the upper area of the device (next to the fill port). The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.